Manufacturer narrative:
Initial report ref to natus complaint#: (B)(4). Per doc-035405 rev 10 risk analysis spreadsheet - eds 3 external drainage system. Hazard 5.11 - stopcocks: luer lock thread is stripped or broken. Effect (harm): delay in patient treatment, csf leakage and over drainage of csf. Residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to CAPA: 005781. Further investigation to be carried out.

Event description:
Nt821731c - stopcock on drainage chamber broke.

Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4) sterile date of product: 14 nov 2024. Risk management review: (identify hazard ID) a review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "5.12 stopcocks: broken, cracked/fractured luer fitting." The risk level is considered moderate. Based on complaint of "broken luer lock." This determination is based on the information received from the customer. Device history record review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. Complaint history review/trend analysis: (24 months review and percent of sales) 54 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within the past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer returned one eds device for evaluation. No damage to stopcock, however, the spin-luer lock that connects to the collection bag is chipped. The evaluation conclusion is as follows: the breakage of the component indicates that the user could have applied excessive force during the connection/disconnection of the collection bag. There could be a potential chance that the user did not fully secure the collection bag to the spin luer lock of the eds 3 system or may have cross-threaded the two components, resulting in misalignment and increased stress on the locking mechanism. It seems that the user tried to disconnect the spin luer with a tool instead of by hand. Section "warnings" on page 3 of the eds 3 system IFU (B)(4) rev da) gives details on handling the eds 3 system such as finger tightening components and not using external tools. No associated capas. Failure mode: confirmed / spin luer lock breakage during use.

Event description:
Nt821731c - stopcock on drainage chamber broke.